Event description:
Glidesheath slender 6f introducer with a blunt tip and no at the end. The tip of it was closed and should be open to allow wires, catheters, blood and saline to go through. As soon as they attempted to flush the introducer, they found it had a blunt tip. The introducer was then removed from the sterile table and not used on the patient, therefore it did not harm the patient at all.

Event description:
Glidesheath slender 6f introducer with a blunt tip and no at the end. The tip of it was closed and should be open to allow wires, catheters, blood and saline to go through. As soon as they attempted to flush the introducer, they found it had a blunt tip. The introducer was then removed from the sterile table and not used on the patient, therefore it did not harm the patient at all.